Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin fill gauge was intermittently inaccurate. The customer's blood glucose was reportedly within range. The customer declined to reload the cartridge, and opted to continue using the cartridge with the pump for insulin therapy.